Event description:
It was reported a patient was hospitalized on (B)(6) 2025 with status epilepticus after being in a seizure for 3 hours and 40 minutes. The patient was reported to have fallen into a coma. No evidence of any infection or any other cause was found. The patient was administered medication during their hospitalization to control their seizures. The patient was reportedly in the ICU for 5 months before being discharged. It was reported the patient has a rare genetic disorder, zttk syndrome and that the physician indicated the events could be related to this disorder. The patient was subsequently hospitalized again due to uncontrolled seizures. The patient was reportedly discharged from the hospital while unconscious and later re-admitted to the ICU. It was reported eegs showed no signs of status epilepticus but that a lumbar puncture detected an infection. The patient is reportedly still unresponsive. Diagnostics for the patient's vns were within normal limits. No other relevant information is available to date.